Event description:
It was reported that the patient's blood glucose (bg) levels reached 355 mg/dl, while wearing the pod on the leg between 4 and 24 hours. Hyperglycemia treated by delivering bolus and activating a new pod.

Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.